Manufacturer narrative:
Voluntary distributor report narrative. Device will be forwarded to the manufacturer, xodus. The manufacturer, xodus., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. During incoming inspection, the distributor rejected this device, electrosurgical tip cleaner, catalog 138029, lot 19feb27 for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in japan. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury upon reoccurrence.